Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor would not power on) has been confirmed. As received, the monitor would not power on. Upon eval, there was liquid contamination that caused corrosion on j502, k2, c618, c908, c907, u901, and q703 on the monitor ca board and c19 on the monitor defibrillator board. The cause of the failure was isolated to the corroded components. The root cause of the corrosion is liquid ingress of an unk contaminant. No adverse event resulted from the defective monitor.